Event description:
On (B)(6) 2013 this pt had an abdominal wall reconstruction. Versajet handpiece was used for the case and the first one opened was defective. The tip connecting to the machine is not retracting and so the black knob on the machine would not align in place.